Manufacturer narrative:
Baxter received and evaluated the device. Service history review identified that the device has been serviced within the last 12 months for the same allegation of false upstream occlusion. During previous servicing evaluation determined the cause to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was replaced and all service actions were completed prior to return to the customer. During this second evaluation, visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of upstream occlusion was verified through review of the event history log as upstream occlusion messages. The device was found out of specification and the cause was determined to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no patient involvement. No additional information is available.